Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still run through the anchor eyelet. The anchor and sutures are off of the insertion device. The anchor is fractured. The insertion device has no visible defect other than bio debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification, found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the anchor next to the device. The anchor is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification, found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair, the healicoil anchor was fractured. The surgery was completed using an equivalent s+n back-up device. It is unknown if there was a surgical delay. No further complications were reported.